Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer exchanged shutter two and driver board for shutter two. Checked alignment and calibration. Qualified system and completed multiple cuts to test shutter operation. Field service engineer confirmed system met specifications as per service installation record). Replaced parts return was requested but not provided. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty-six successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about six minutes and forty-six seconds before the start of the treatment and not as recommended immediately before the treatment. The treatment of the patient's left eye was aborted by the laser. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. Without sample a root cause could not be determined. Most probable root cause is a faulty shutter two or driver board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system malfunctioned during the flap creation. Shutter two did not open in the left eye of a patient during the laser application, and the procedure was aborted because the shutter did not open. The system did not complete the flap, and the customer shut down the system. Once it was restarted, the system displayed the shutter two open/close-error twice during the lasik surgery.